Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to loss of capture. At that time, the associated pacemaker was explanted due to expected eri. Should additional information be received, this file will be updated.